Event description:
This is an adverse event recorded on a case report from as part of the (B)(6) pt registry. A pt with a 5 cm long barrett's esophagus was treated with circumferential ablation. F/u endoscopy at 4 months showed a moderate stricture (symptoms of dysphagia not reported). The stricture was dilated and was noted to be resolved on endoscopy 3 months later. Per the physician and case report form, the event was considered moderate in severity, relationship of event to procedure was probable, and there was no device malfunction.